Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that preceding the implant of this 34mm transcatheter bioprosthetic valve, upon initial deployment in the native annulus, it was decided to re-capture the valve due to an incorrect depth and strain was noted with the recapture ability. The delivery catheter system (dcs) capsule appeared to be "distorted". The physician determined to withdraw the valve and dcs from the patient. After the valve was removed, upon examination of the capsule on the back table, the physician turned the knob to deploy the valve, causing a perforation in the valve capsule. It was noted that the pigtail catheter in the non-coronary cusp may have been stuck in the capsule during the recapture. The pigtail was removed into the ascending aorta half way through the recapture. A second dcs and valve were loaded and successfully implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the damage site. Damage was observed on the nitinol frame near the proximal end of the capsule. On attempted retraction of the capsule, the capsule bowed at the spindle hub. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural films were received for review. The fluoroscopic load check image confirmed a good load. No visible damage to the catheter was observed on the films, but the catheter does appear somewhat distorted and the distal end of the catheter appears more bent. The cine films could not confirm the pigtail catheter was possibly caught in the catheter during recapture. It was reported that upon initial deployment, the valve was recaptured due to an incorrect depth, which is confirmed via review of the cine films. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. It was reported that there was strain noted when trying to recapture, and after the recapture, the capsule appeared to be "distorted". Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Based on the investigation completed to date there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of the capsule damage is unknown however, it is proposed, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. Additionally, if the initial attempts at loading the valve resulted in a misload, the capsule may have become damaged. However, a conclusive root cause for the capsule damage in this case cannot be confirmed. If information is provided in the future, a supplemental report will be issued.